Event description:
It was reported that the device had error code 210.5020. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21 and annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex b: b01, annex c: c0201 and annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 210.5020 was confirmed. On 19-nov-24, lvp was received unboxed and with paperwork. The stated issue of error code 210.5020 was confirmed on power on and through error logs. Asft testing revealed no software was loaded on display board to run the keypad. Defective material from supplier. Device to be returned to (B)(6) for processing. Recommend bd (B)(6) replace failed lvp display board. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 210.5020. There was no patient involvement.